Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that after further testing they were unable to find any issues with the device and the device was placed back into service. The device will not be returning to zoll and no clinical data was provided to evaluate.